Event description:
Information received indicates, the right siderail ucm board and cable were melted due to an incorrectly installed siderail gasket which allowed fluid to ingress to the ucm board.

Manufacturer narrative:
The technician replaced the siderail ucm board and cable to repair the bed.